Event description:
It was reported from a cord blood processing facility that small imperfection was observed in the small compartment of the freezer bag component of the device. The observation was made at the processing stage of cryopreservative addition to the transfer set. There was no leak observed (the freezer bag had not been used at that stage of processing). As a preemptive measure, a second device was used to provide a replacement for the freezer bag. Approximately 3 cc of final cord blood product was lost during the cord blood transfer from the initial device to the replacement device.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the system displayed an error code message thereby the table's movement failed to operate. No report of pt or staff injury.